Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of a fentanyl over infusion because of interoperability programming of dextrose 50% on the pump module that was infusing fentanyl was confirmed via a log only review investigation. ¿ the pump module s/n: (B)(6) was infusing a manually programmed infusion of fentanyl at 2000mcg/100ml on the date (B)(6) 2023. The dose was increased at 2:06 am to 50 mcg/h which the system calculated the infusion rate at 2.5ml/h. ¿ the above fentanyl infusion was manually turned off at the time of 2:57 am, placing the pump module s/n: (B)(6) in an idle state capable of receiving a new remote IV order. A remote IV order was received for dextrose 50% (drugid=347). The infusion was started with the rate at 10ml/h and the vtbi at 500ml. O it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is, that¿s contained with the IV container. This is not a function of a pcu event log, it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. ¿ between the time of 7:15 am and 7:29 am, the pump module s/n: (B)(6) infusion was manually turned off. The infusion parameters were reviewed, and the infusion was restarted for only a few minutes followed with being turned off again, placing it in an idle state ready for receiving of infusion programming. ¿ the total calculated volume infused between the time of 2:57 am when the fentanyl infusion was turned off and the dextrose 50% was programmed to infuse, to the time the dextrose 50% infusion was finally terminated at 7:19 am is 43.394ml. This value is derived by subtracting the total volume infused (10.878ml) when the dextrose infusion was started from the total volume infused when the infusion was terminated (54.272ml). ¿ the infusion of fentanyl at 2000mcg/100ml was restarted via interoperability at the time of 7:33 am at the reported intended infusion rate of 2.5ml/h. ¿ no device inspection and testing could be performed, customer declined to return the devices.

Event description:
It was reported that the fentanyl drip was programmed to infuse at 2.5ml/hr (50mcg/hr), infusing without any issues. At 2:57 am the clinician programmed dextrose 50% at 10ml/hr using interoperability. At 7:15am it was noted the fentanyl was running at 10ml/hr instead of the ordered rate of 2.5ml/hr. Customer suspects the order for dextrose was sent by clinician to the incorrect module during interoperability programming. The patient was a do not resuscitate (dnr), intubated and on comfort measures prior to the event. At noon, it was reported to patient had passed away. Customer cannot confirm the over infusion of fentanyl played a role in the death of the patient. Although requested customer stated no further information is available.

Event description:
It was reported that the fentanyl drip was programmed to infuse at 2.5ml/hr (50mcg/hr), infusing without any issues. At 2:57 am the clinician programmed dextrose 50% at 10ml/hr using interoperability. At 7:15am it was noted the fentanyl was running at 10ml/hr instead of the ordered rate of 2.5ml/hr. Customer suspects the order for dextrose was sent by clinician to the incorrect module during interoperability programming. The patient was a do not resuscitate (dnr), intubated and on comfort measures prior to the event. At noon, it was reported to patient had passed away. Customer cannot confirm the over infusion of fentanyl played a role in the death of the patient. Although requested customer stated no further information is available.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.